Event description:
Information inadvertently left off of the initial medwatch identifies the phenomenon occurred during an unknown diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial medwatch with information inadvertently left off (identified within b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event is likely caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The event can be detected/prevented by following the instructions for use which state: 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no image when using the evis lucera elite bronchovideoscope. The procedure was completed using a similar device. It was also reported that some of the cv-1500 and cv-290 models can produce images, while others could not. The devices were inspected prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found that due to damage on charge-coupled device (ccd) unit, the image was not displayed. Scope-connector and scope connector cover were sticky due to water leakage. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.